Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter has a power issue (does not turn on). This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 9:30 pm, when the power issue began, the patient was able to test on another meter and obtained a reading of ¿176 mg/dl.¿ on the following day at 6:30 am, the patient increased her insulin regimen by one unit. The patient did not have any symptoms that would suggest a serious injury at the time of concern. During troubleshooting, the power issue was not resolved with training. The meter did not power on with the power button or the insertion of the test strip. There was no product misuse. This complaint is being reported due to the unresolved power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.